Event description:
It was reported that the patient received an inappropriate shock and four rounds of anti-tachycardia pacing (atp) from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation with rapid ventricular response (181 beats/minute). The physician adjusted the programmed rhythm match threshold to 87%. The ICD remains in service and no adverse patient effects were reported. Additional information received indicated that the patient recently received another four rounds of atp and another (likely inappropriate) shock for what appeared to be an atrial-driven arrhythmia. Technical services recommended further review of the device programming. No adverse patient effects were reported.